Event description:
2024-mar-05: information was received from a manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). Caller told by pt that about a month ago, pt will wake up in morning and see that their stimulation is turned off. Per caller, pt has higher settings and needs to charge often. Reviewed that ins may be turning off as it's become depleted due to higher settings. Reviewed to look at stim usage and recharging diaries to see if ins has become depleted. Manufacturer representative (rep) called back and reports patient (pt) is still complaining of the same issue about ins turning off at night. Rep will have pt keep a log of when the ins turns off. 2024-apr-01: additional information was received from the patient. They called in regards to their implant turning off prior to being fully depleted. Agent instructed patient to meet with their healthcare provider (hcp) and rep about the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they assisted patient and instructed them to keep an eye on the charge of their device due to their high intensity settings that drains the battery quickly. Rep instructed patient to keep a log. Rep encouraged patient to contact patient services and patient let them know they were sending her a new recharger. Patient (pt) called in repeating issue from this case about stimulation shutting off "on it's own" even when batteries are at 100%. Pt mentioned meeting with a mdt rep and they could not fix the issue. Agent reviewed stim is off when implant is low on battery or if stim on/off button is used to turn therapy off. Agent redirected to hcp/mdt rep to check implant. Pt mentioned they have doctor appointment next month.